Event description:
A voluntary medwatch (mw5186407) was received by the manufacturer on 04/27/2026 alleging that the ventilator "screen went red screen with an alarm stating inoperable during patient use on a ventilator dependent patient" and the nurse stated there was required intervention but did not specify the type of required intervention. This case has been reviewed by a clinical expert and based on available information at this time; the alleged harm is assessed as not related to the device. Therefore, based on information available at this time, there is sufficient evidence to pronounce a serious injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.